Event description:
It was reported that a patient experienced bacterial peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized two days after the onset of peritonitis. The patient was treated with 2g of intravenous ceftriaxone (frequency not reported) and oral vancomycin (dose and frequency not reported) for the peritonitis. On an unknown date in the same month, the patient was discharged from the hospital and was reported to be recovering from the peritonitis. Pd therapy was ongoing. No additional information is available at this time. This is report 2 of 4 involved in this event.

Manufacturer narrative:
(B)(4). As the sample was not returned, a device evaluation cannot be completed. A batch review was conducted for the potentially associated lot 13j15h25. There were no issues detected during the manufacturing process. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).